Manufacturer narrative:
(B)(4). Concomitant medical products: heartmate ii system controller serial number (B)(4); power module patient cable, lot number 35361350414. Approximate age of device ¿ 1 year and 3 months. The pump remains in use supporting the patient. The system controller and the patient cable are expected to be returned for evaluation. The products have not yet been received. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced pump stop events on (B)(6) 2016. The patient was admitted to the hospital where another pump stop was observed. The system controller was switched to battery support and no further pump stoppages were observed. The patient was reportedly fine, without hemodynamic issues. The system controller was exchanged and there were no further events until (B)(6) 2016 when another pump stop occurred while the system controller was connected to the power module. The system controller was switched back to battery support and no further anomalies occurred. Review of the system controller log file by the manufacturer¿s technical service representative found one pump stoppage on (B)(6) 2016 at 0916, and two stoppages on (B)(6) 2016, one at 0140 and one event from 2321 to 2324. X-ray images of the driveline showed one slightly suspect point that does not appear significant on the internal driveline, and no apparent damage to the external portion of the driveline. On 06/10/2016 the manufacturer¿s technical service representative evaluated the driveline and no broken wires or short-to-shield condition was found. Incisions made to the outer silicone jacket revealed no fluid present, and the driveline was repaired with rescue tape. The patient's thorax was moved and no alarms or complaint issues were replicated. The patient was provided with a non-grounded power module patient cable. No further information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted because the patient remains ongoing on lvad support with a non-grounded patient cable for use with the power module; however, the reported event was confirmed through the evaluation of the submitted system controller log files. Based on the manufacturer's past experience and similar reported events, the red heart alarms and pump stoppages that occured while the patient was supported by the power module could be indicative of a potential driveline wire compromise. X-ray images of the patient's driveline submitted for evaluation were inconclusive for any areas of potential wire compromise. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.